Event description:
Male patient was admitted with a thoracic spine fracture. The patient underwent MRI. MRI-c-spine, MRI t-spine, MRI l-spine. The patient experienced 3rd and 2nd degree burns at the sites of the cardiac monitor lead pads. The lead pads were described as large, red, cloverleaf pattern. The MRI manager stated it was not a lead pad that we use in this hospital. The patient was treated with silvadene ointment. Another event like this recently happened at the hospital and it was noted, it was the same MRI magnet. The manufacturer was called in to inspect the magnet.